Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The investigation is still ongoing. Results will be updated in the next report.

Event description:
During a transfer from bed to chair using a maxi move floor lift the resident slipped out of the sling, hit their head and as a result, died at the scene.

Manufacturer narrative:
The involved device was not available for an evaluation, because the police have confiscated it as a standard part of the investigation. Based on the collected information, the customer representative believes that the event was not caused by any malfunction or defect with the lift or the sling. Also, no malfunction was claimed. The client speculated that the caregivers could have tilted the front of the lift, which may have contributed to the event. Given the lack of direct observation, this remains speculative and cannot be confirmed. The maxi move instructions for use (001.25060.en) contains step-by-step instructions for performing the transfer. IFU contains also warning: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." Based on very limited information available, we were unable to determine the root cause of the reported problem. No deficiencies were identified in the lift or sling by the customer. They were used as a system for patient transfer and, therefore, played a role in the incident. This complaint was decided to be reportable due to the patient¿s fall.